Manufacturer narrative:
The unit had a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip, a missing reservoir tube o-ring, a cracked case at the reservoir tube window corner, and a missing end cap sticker.

Event description:
The customer called in to report a crack and missing piece on the reservoir compartment. The customer's blood glucose level was 435 mg/dl. The customer treated with insulin. The customer declined to troubleshoot. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.